Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a refractive surprise following a photorefractive keratectomy (prk) procedure. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows no error messages. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. So corresponding treatments can be identified. The user performed an energy check before this patient. Before right eye treatment the info message 'patient bed position undefined. Check bed position and selected eye.' Occurred. It is not possible to see in logfile whether user corrected patient bed position or not. The right eye treatment was performed successfully. Before left eye treatment the info message 'patient bed position does not match with selected eye!' Occurred. It is not possible to see in logfile whether user corrected patient bed position or not. The left eye treatment was performed successfully. Both treatments were performed without interruption and the eyetracker was activated during the complete day. No technical root cause could be identified. Clinical application specialist (cas) review: because the eye is still in a healing process and the refraction was done by only one week after photo refractive keratectomy (prk) treatment these values cannot be considered as reliable. After the removal, the epithelium needs time to grow back and within this longer healing process tends to remodel or reshape over time. This can have an effect on the postoperative refraction and the visual acuity of the patient. We strongly recommend to wait an appropriate healing time and then to perform a subjective refraction to get reliable values. The treatment report of the system shows a bad fixation of the patient as well as not aligned distance diodes. The local cas provided an image taken through the microscope of the laser that shows a misalignment of the crossline, fixation light and distance diodes. That should be checked and fixed by the local field service engineer. The doctor also was using a highly reflective speculum.this could have an influence on the eyetracker. We do not recommend to have highly reflective surfaces close to the ablation, because the laser beam could be reflected. From the clinical perspective a final evaluation is not possible without a subjective refraction after healing. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).